Event description:
It was reported that a malfunction alarm occurred resulting in a blood glucose (bg) level of 20.4 mmol/l. The pump was reset and customer continued to use it for insulin therapy. Customer administered a correction bolus to successfully address the bg.